Manufacturer narrative:
Additional info: clinical engineering checked the system per request. Info provided erbe USA, was that the system was checked and met specifications. Additional training was provided to the physicians on 06/10/1998.

Event description:
During a argon plasma coagulation procedure in the lower bowel, in the cecum area, the pt bowel membrane was perforated. This was discovered during the procedure. The pt required surgical intervention to repair the perforation. No other info is available at this time. The setting for the apc 300 and the icc systems were correct, 60 watts at 1 liter flow rate. The physician was very experienced with the system and the procedure.